Event description:
It was rep0rted that resistance was felt while advancing the acculink over the accunet wire. It was noted that there was a kink in the wire and the wire had separated. The accunet was able to be retrieved using the recovery catheter, two guide wires and two coronary balloons, together with the filter basket, without further incident. A new accunet was deployed and the acculink stent was again advanced over the wire and deployed. Reportedly, there were no patient effects.